Manufacturer narrative:
The device was not returned to the manufacturer for investigation as reporter indicated the device was discarded. The lot history review (lhr) for lot# 86154451 was conducted, which confirmed there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated the device met all design and manufacturing specifications when released for distribution. Ureteral injuries are a known complication in ureteroscopic stone removal procedures and is also listed as a potential adverse event in the device instructions for use (IFU). Stent placement is sometimes required to facilitate healing. Post-procedural stent placement is also common practice, even in the absence of a ureteral injury. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2026, a patient underwent a steerable ureteroscopic renal evacuation (sure) procedure. Upon inserting the device through a third-party access sheath, the treating physician encountered a narrowing at the ureter within the ureteropelvic junction (upj) leading to a ureteral perforation. The procedure was stopped and a stent was placed to remain for "at least 1 month" to facilitate healing. No device malfunction was reported.